Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction of the femoral component; after disengaging the implant from the handle, the impactor pad was found to have split. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.